Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the information reported, it is reasonable to conclude that the reported issue was due to the device being turned on too quickly after disconnecting ac power from the ac power adapter. The lifepak 12 monitor/defibrillator operating instructions provides instructions indicating that the user should wait at least 2 seconds between disconnecting the power adapter and turning on the defibrillator/monitor.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the service light became illuminated and the energy select icon on the display was flashing on and off. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.